Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight the beckman coulter (bec) field service engineer (fse) dispatched to the customer site did not identify any malfunction as having caused the generation of the erroneous results. Performance indicators for the system were acceptable before and after this event. There is no evidence that the access accutni+3 was returned for evaluation. In conclusion, a definitive cause for this event could not be determined. All mdrs associated with this report are: 2122870-2016-00560; 2122870-2016-00561. (B)(4).

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample three (3) additional times on the same access 2 immunoassay system and obtained lower results, within the assay's normal reference range. The elevated access accutni+3 result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. This MDR addresses the elevated access accutni+3 result obtained on (B)(6) 2016. MFR #2122870-2016-00560 addresses the elevated access accutni+3 result obtained on (B)(6) 2016. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. One erroneously high qc level 1 result was obtained after the event, it was repeated within specifications. The patient's sample was collected in a plasma separation tube and was centrifuged for five (5) minutes at 3,500 rpm (rotations per minute) at room temperature. No issues with sample integrity were reported by the customer. A beckman coulter field service engineer (fse) was dispatched to address instrument performances.